Manufacturer narrative:
Testing for troponin recovery was performed on returned pt samples and retained calibrator h, positive control on profiler w48345. Samples were also ran on the bci access2 to verify tni results and treated with hama. Results as follows: sample 1, triage: 0.14 ng/ml, access2 pre-hama: 0.37 ng/ml, access2 post-hama: 0.34 ng/ml. Sample 2, triage: 0.01 ng/ml, access2 pre-hama: 0.35 ng/ml, access2 post-hama: 0.33 ng/ml. No hama interference was observed with sample 1 and 2. Recovery did not decrease by at least fifty percent post treatment for both samples. All data points with calibrator h were within the manufacturing 2sd range, with a percent recovery of one hundred and three percent. Sample 1 was collected in a lavender top edta tube and sample 2 was collected in a gel tube. Gel tube collection info was unk. It could have been a tube type that was not suitable for triage product, such as heparin, which may have affected tni recovery. Product support observed high troponin values on the access2 as compared to triage; however, product support could not rule out sample specific interferences on the access2. All troponin values on both methods were below the clinical cutoff value indicated in the triage package insert of 0.40 ng/ml. Customer's results for each sample were reproduced, but no product deficiency was established as product worked as expected. No corrective action required at this time.

Event description:
Caller reported a potential false negative troponin (tni) on cardiac profiler versus another device, siemens. Customer uses a >0.10 for triage tni cutoff. Pt history and EKG was not available.